Event description:
The customer's trainer called to report that the customer was hospitalized for dka. The alarm history was reviewed and showed two different error alarms on the exact dates. The trainer stated that possibly the customer simply cleared the alarms and went on. Also it was indicated that there were no basal rates in the pump and the time was reset. The customer still was in the hosp at the time of call.